Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for their implantable cardioverter defibrillator exhibiting an inappropriate automatic mode switch due to a timing issue. Programming changes were made to the device. Patient condition was not provided.

Event description:
New information notes the patient was in stable condition.